Manufacturer narrative:
Product event summary: analysis confirmed that the output connector assembly was broken. It was also found that the lower case was broken, the hanger assembly was contaminated, and the display wires were pinched but the insulation was not compromised. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a chipped ventricular connector. The epg has been returned for service. There was no patient involvement.